Event description:
Customer reported that the unit would not take signals. No reported pt involvement. Svs rep was able to duplicate reported condition. Device was repaired and proper operation confirmed.